Manufacturer narrative:
The same patient returned to the customer site on (B)(6) 2015. A sample from the patient was tested on an e601 analyzer and resulted as 1.39 uiu/ml for tsh, 5.75 ng/dl for ft4, and 11.1 pg/ml for ft3. The sample was provided for investigation where it was measured on an architect analyzer. The results from the architect analyzer were 1.112 uiu/ml for tsh, 1.16 ng/dl for ft4, and 2.63 pg/ml for ft3. It was asked, but it is not known if any of the results were reported outside of the laboratory. It was asked, but it is not known when this event occurred. It was asked, but it is not known if the patient was adversely affected due to this event. No adverse events were alleged. The used tsh, ft3, and ft4 reagent lot numbers and expiration dates were asked for, but not provided.

Manufacturer narrative:
A new sample from the same patient was provided for investigation. The sample was collected on (B)(6) 2015. It was asked, but it is not known when this sample was tested or if any erroneous results were reported outside of the laboratory. The sample was tested on the customer's e601 analyzer, resulting as 1.2 uiu/ml for tsh, >7.77 ng/dl for ft4, and 11.48 pg/ml for ft3. The sample was provided for investigation and tested on an architect analyzer, resulting as 1.269 uiu/ml for tsh, 1.26 ng/dl for ft4, and 3.10 pg/ml for ft3. The patient was not adversely affected due to this event.

Manufacturer narrative:
An additional sample from the same patient has now been provided for investigation. It was asked, but it is not known when this sample was tested. It was asked, but it is not known if any of the provided results were reported outside of the laboratory. The sample was tested on the customer's e601 analyzer and resulted as 2.46 uiu/ml for tsh, 9.35 pg/ml for ft3, and 4.3 ng/dl for ft4. This same sample was tested on an abbott architect analyzer, resulting as 2.473 uiu/ml for tsh, 2.86 pg/ml for ft3, and 1.08 ng/dl for ft4. It was asked, but it is not known if any of the provided results were reported outside of the laboratory. The patient was not adversely affected.

Manufacturer narrative:
Investigations conclude that for all other remaining samples that were provided from this patient, a specific root cause for the result difference in tsh could not be determined. Investigations did determine that there was an interfering factor to streptavidin present in the samples and this affected the ft3 and ft4 assay results. The interference is documented in product labeling. The patient results should always be assessed in conjunction with the patient's medical history, clinical examinations, and other findings.

Manufacturer narrative:
Two additional samples from the same patient were provided for investigation. The first sample, collected on (B)(6) 2015, was tested on the customer's e601 analyzer and resulted as 1.61 uiu/ml for tsh, 10.23 pgml for ft3, and 4.5 ng/dl for ft4. This same sample was tested on an abbott architect i2000, resulting as 1.85 uiu/ml for tsh, 3.4 pg/ml for ft3, and 1.08 ng/dl for ft4. The second sample, collected on (B)(6) 2015, was tested on the customer's e601 analyzer and resulted as 2.39 uiu/ml for tsh, 9.37 pg/ml for ft3, and 3.99 ng/dl for ft4. This same sample was tested on an abbott architect i2000, resulting as 2.4 uiu/ml for tsh, 2.72 pg/ml for ft3, and 1.06 ng/dl for ft4.

Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). This medwatch will cover tsh. Refer to the medwatch with patient identifier (B)(6) for information referring to ft3 and to the medwatch with patient identifier (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e601 analyzer and then repeated on an architect analyzer. During investigations, the patient sample was tested on an e170 analyzer, an e411 analyzer, and a centaur analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The results from the investigation were provided to the customer. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e601 analyzer serial number used at the customer site was (B)(4). The e170 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 180809, with an expiration date of june 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 183222, with an expiration date of september 2015. A specific root cause could not be determined since there was no additional sample left for further investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
For the samples collected on (B)(6) 2015, investigations could not determine a specific root cause for the issue with tsh. Investigations determined that the results for tsh were within the normal reference range. Investigations did determine that there was an interfering factor to streptavidin present in the sample which affected the ft3 and ft4 assay results. The interference is documented in product labeling. The patient results should always be assessed in conjunction with the patient's medical history, clinical examinations, and other findings.